Manufacturer narrative:
This complaint was generated from literature review conducted in post market surveillance (pms) for health authority reporting purposes. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the pms identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Sample not returned for evaluation.

Event description:
Post market surveillance literature article: oliveira, v. Et al. (2014). Primary vertebral epithelioid angiossarcoma - a rare case report and systematic literature review. Eur orthop traumatol european orthopaedics and traumatology, 69-75. N=1: death.